Event description:
Additional information received later indicated that patient had a successful replacement on the day of this report and was receiving therapy at very low amplitude (1.1).

Manufacturer narrative:
Final analysis of the (B)(4) device functioned properly throughout the duration of the test.

Manufacturer narrative:
Notification was marked mistakenly did not apply to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v203935, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient programmer screen would not shut off. It was noted that removing the batteries was the only way to shut the screen off. It was reported the patient had a loss of therapeutic effect. It was noted that in the few months leading to the call the patient would have twenty-four hour periods with no stimulation sensation and return of urgency symptoms. It was further noted that the patient would then feel stimulation and have a return of symptoms control. It was reported the impedances were within normal range, but the 0-3 pair was on the higher end with 2,200 ohms. It was noted the patient was receiving effective therapy prior to the event. It was reported the cause of the event was not known. It was noted the stimulator was to be replaced and lead was to be possibly revised. It was reported the procedure date was pending. It was reported the replacement surgery was scheduled for (B)(6) 2014.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Analysis of the ipg 3058 (serial # (B)(4)) determined that there was no anomaly. The returned ins was tested with a known good lead. The lead proximal end was connected to the ins, while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that they were having severe pain prior to the replacement in 2014 so the health care physician (hcp) had pushed the patient to the top of the schedule in order to undergo the replacement. There were no further complications reported/anticipated.